Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, stopper pull out of tube within a holder occurred on one sample. The blood splashed in the nurses face; there was no exposure to the eyes. The nurse reported exposure to occupational health; no further intervention was needed since there was no exposure to eyes. The sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were visually inspected with no issues observed: the hemogard closure assembly was correctly assembled and placed on the tubes. Additionally, (B)(4) retain samples were draw tested with no issues observed: no issues were identified with the hemogard closure assembly being loose or separating from the tube during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pullout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, stopper pull out of tube within a holder occurred on one sample. The blood splashed in the nurses face; there was no exposure to the eyes. The nurse reported exposure to occupational health; no further intervention was needed since there was no exposure to eyes. The sample was recollected. There was no other health impact or consequences reported.